Event description:
A us distributor contacted zoll to report that an (B)(6) patient was experiencing a weeping rash under the garment. There was no alleged device malfunction contributing to the irritation. Patient was prescribed medication by a physician. Physician reported that the patient had herpes on their skin and was being exacerbated by wearing the lifevest. Follow up indicated that the rash has healed.